Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the biomedical engineer (bmed) who was onsite. The reported issue occurred around 6:15 and the bmed got the call around 6:45. The bedsides were alarming correctly; however, there was no alarm coming from the central station. The bmed indicated when changing the alarm volume settings, there was no volume present. The rse guided the bmed through the process of selecting the speaker black box as an audible device, as well as, choosing the right speaker within the windows os. They were unaware of any previous work done on the system. The bmed tested the system and the unit is working to specification. The central station was alarming. The rse further assessed the situation through the piic logs and a few hours before receiving the call, the recorder connection was reset. The speaker connection may have been disrupted while working with the recorder. The logs were sent to an internal philips product support engineer (pse) to be evaluated. He confirmed there the piic ix logs there were no audible alarms at either 1241 or 1845 coming from the speakers and he agreed the speaker connection may have been disrupted while working with the recorder. The pse requested for the clinical audit logs; however, these logs could not be retrieved by the rse from the customer. Based on the information provided in the case and by the philips rse, the cause of the reported problem was confirmed to be the piic volume configuration settings. Once the configurations settings were adjusted correctly the unit alarmed correctly. No further investigation or action is warranted at this time.

Event description:
It was reported there was no audible alarm at moixicu 2 station 5th floor. The device was in use at the time of event and there was no adverse event reported.